Event description:
Per the original reporter in uf report #: 1600820000-2023-8028, "patient arrived in the outpatient infusion center with the bridle in place, completely intact but the nasogastric (ng) tube was out." No harm or defect was reported.

Manufacturer narrative:
This report is a response to MDR report # 1600820000-2023-8028 which was received from FDA by amt on 01/31/2024. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Our examination found that the bridle tube had been cut in two locations, possibly during the removal of the device. The clip had a build-up of residue, which after cleaning the clip was able to open and close around a nasal tube without issue. A device history review was not able to be performed since no manufacturing batch number was provided. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.